Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: cables; connectors; digital board; power supply; filter / fuse; ac inlet board; main board; transition board; intermittence between transition board and ch connector; software; scope ((B)(4) output ""visualization/image""); light source ((B)(4) output ""white light""); camera head (sensor, sensor cable); coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring); extension cable; intermittence while using rf devices (ex: valleylab); problem toggling light source or from camera head; connected monitors; leaking; use error; poor grounding (e.g. ""Finger"" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.). (B)(4).

Event description:
It was reported that there were white outs and black outs.

Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, scope (see rsk10356 output ""visualization/image""), light source (see rsk10975 output ""white light""), camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), extension cable, intermittence while using rf devices (ex: valleylab), problem toggling light source or from camera head, connected monitors, leaking and use error. Poor grounding (e.g. ""Finger"" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.) In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation.

Event description:
It was reported that there were white outs and black outs.